Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3 delivery system (rlt311417/11920487) and (plc231000/11238149). The aneurysmal dilation of the right common iliac artery was due to a previous local dissection. The initial landing zone was described as ¿ok¿ but there was a thrombosed false lumen present. No calcification was noted. The initial sealing reportedly looked ok. The iliac arteries were described as ¿quite tortuous¿on (B)(6) 2014 a type 1b endoleak was seen on a computed tomography angiogram. On the same day this endoleak was treated with an additional aortic endograft (plc161200/12423236). This graft was placed on the ipsilateral (right) side.the patient did well following the procedure.

Manufacturer narrative:
Medications: amlodopin, marevan and somaca review of the manufacturing records verified the lot met all pre-release specifications.conclusion: according to the gore® excluder® aaa endoprostheses featuring c3 delivery system instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.